Manufacturer narrative:
Medwatch sent to FDA on 05/15/2017. Device labeling addresses the reported event as follows: precautions: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: balloon deflation and subsequent replacement. Warnings: patients must be advised that orbera is intended to be placed for 6 months maximally, at which point removal is required. Longer periods of balloon placement increase the risk of balloon deflation (a reduction in size of the device due to loss of saline) which can lead to intestinal obstruction and risk for death. The risk of these events is also significantly higher when balloons are inflated to larger volumes (greater than 700 cc). Deflated devices should be removed promptly. Patients should be advised that balloon deflation may lead to serious adverse events including bowel obstruction and need for emergency surgery. Patients should immediately call their physician to receive instructions on preparing for removal of the balloon.

Event description:
Reported as: at the time of device removal for a patient with the orbera intragastric balloon, physician noted "balloon split in half." The balloon was found deflated and opened when physician entered the patient's gastric body during removal procedure.

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received balloon noted to be discolored and the shell was light brown in appearance. The device had a large tear, covering approximately 50% of the shell. White, yellow, black, and brown particulate matter was noted on the inner and outer surfaces of the shell. As the device was not received with a fill tube, a sample fill tube was used for device testing. A valve test was performed, and on the shell. The tear was approximately 5 ½ inches in length. Under microscopic analysis, the apparent origination point of the tear was noted to be striated, and consistent with device removal activities. The shell appeared to be degraded. White, yellow, and brown particles were noted to be covering approximately 80% of the outer surface of the shell and center patch. Brown and yellow particulate matter was noted on the inner surface of the valve channel/hole.